Event description:
It was reported that the user¿s ilet bionic pancreas did not display blood glucose data from a new dexcom g7 because the sensor pairing code was not entered into the ilet, while the dexcom app was reading values; the user subsequently contacted support and was guided to correctly pair a new g7 sensor. Symptoms included no glucose readings on the ilet. Outcomes included no alerts or alarms and successful restoration of data after troubleshooting. Investigation included product use review and user education on correct sensor pairing for the g7 with the ilet. Investigation of this case revealed user setup error related to entering the g7 pairing code and attempting to pair an incompatible or unpaired sensor configuration, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in pairing and configuration.